Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow. Neonatal pads were in place. Patient temperature was 32.4c, targeted temperature was 33.5c, water temperature was 29.9c and water flow rate was 0 l/m. Device was working for a while but started alerting low flow. Tried to empty pads but device alerted empty pads not complete. Had them stop therapy, drain and device alerted empty pads not complete x2. Had them empty pads over trash could and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads. Empty pads not complete alert. Disconnected and placed in manual control at 35c with no pads. System diagnostics read outlet monitor temperature was 22.8c, outlet control temperature was 22.8c, inlet temperature was 24.3c, chiller temperature was 6.6c, water flow rate was 0.8 l/m, inlet pressure was -6.7psi, circulation pump command was 24 percentage, mixing pump command was 0, heater 56 and water reservoir level was 3. Added back pads while in mc. System diagnostics read outlet monitor temperature was 27.1c, outlet control temperature was 27.2c, inlet temperature was 32c, chiller temperature was 5.1c. Water flow rate was 0.7 l/m, inlet pressure was -7psi, circulation pump command was 23 percentage, mixing pump command was 0 and heater 47. Disabled manual control. No flow still. Advised to swap out to alternate device and send that one to biomed for evaluation. If new device had any issues call back for assistance.

Event description:
It was reported that the arctic sun device alerting low flow. Neonatal pads were in place. Patient temperature was 32.4c, targeted temperature was 33.5c, water temperature was 29.9c and water flow rate was 0 l/m. Device was working for a while but started alerting low flow. Tried to empty pads but device alerted empty pads not complete. Had them stop therapy, drain and device alerted empty pads not complete x2. Had them empty pads over trash could and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads. Empty pads not complete alert. Disconnected and placed in manual control at 35c with no pads. System diagnostics read outlet monitor temperature was 22.8c, outlet control temperature was 22.8c, inlet temperature was 24.3c, chiller temperature was 6.6c, water flow rate was 0.8 l/m, inlet pressure was -6.7psi, circulation pump command was 24 percentage, mixing pump command was 0, heater 56 and water reservoir level was 3. Added back pads while in mc. System diagnostics read outlet monitor temperature was 27.1c, outlet control temperature was 27.2c, inlet temperature was 32c, chiller temperature was 5.1c. Water flow rate was 0.7 l/m, inlet pressure was -7psi, circulation pump command was 23 percentage, mixing pump command was 0 and heater 47. Disabled manual control. No flow still. Advised to swap out to alternate device and send that one to biomed for evaluation. If new device had any issues call back for assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow. Neonatal pads were in place. Patient temperature was 32.4c, targeted temperature was 33.5c, water temperature was 29.9c and water flow rate was 0 l/m. Device was working for a while but started alerting low flow. Tried to empty pads but device alerted empty pads not complete. Had them stop therapy, drain and device alerted empty pads not complete x2. Had them empty pads over trash could and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads. Empty pads not complete alert. Disconnected and placed in manual control at 35c with no pads. System diagnostics read outlet monitor temperature was 22.8c, outlet control temperature was 22.8c, inlet temperature was 24.3c, chiller temperature was 6.6c, water flow rate was 0.8 l/m, inlet pressure was -6.7psi, circulation pump command was 24 percentage, mixing pump command was 0, heater 56 and water reservoir level was 3. Added back pads while in mc. System diagnostics read outlet monitor temperature was 27.1c, outlet control temperature was 27.2c, inlet temperature was 32c, chiller temperature was 5.1c. Water flow rate was 0.7 l/m, inlet pressure was -7psi, circulation pump command was 23 percentage, mixing pump command was 0 and heater 47. Disabled manual control. No flow still. Advised to swap out to alternate device and send that one to biomed for evaluation. If new device had any issues call back for assistance.